Manufacturer narrative:
The product was retained by the hospital's legal department and is unavailable for return. The product was not returned and the root cause could not be determined for this device. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determination.

Event description:
It was reported by the legal department at the hospital that a portion of the (B)(4) venous cannula detached and was found lodged in the patient's right femoral vein. The origional surgery was (B)(6) 2010, the retained product was found 20 months later on an unrelated procedure. The hospital stated the patient was asymptomatic when the tip was found. The product is being retained by the hospital and they are unwilling to send it in for evaluation at this time.